Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. From the reported information, a root cause for this issue cannot be determined. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This complaint was submitted with limited amount of information since it was forwarded via email by customer service. 1.3mm drill bit broke in patient's skull. Broken piece was retrieved. There was only a slight delay in the procedure, and no patient consequences.

Event description:
This complaint was submitted with limited amount of information since it was forwarded via email by customer service. 1.3mm drill bit broke in patient's skull. Broken piece was retrieved. There was only a slight delay in the procedure, and no patient consequences.